Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump was "not pump the food, dood does not flow through the pump". The initial reporter stated at the time of the complaint that no other information was available. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances during the original build. When the pump was returned to mmdg for investigation, the pump operated as expected. There was no indication that the complaint occurred as reported. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was "not pump the food, food does not flow through the pump". The initial reporter stated at the time of the complaint that no other information was available. (B)(4).